Event description:
Additional information received reported that the patient was seen by the manufacturing representative on the day of the report and was able to get the patient her 4 programs with good pain relief.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient ran into her bed frame ¿really hard¿ striking her implantable pulse generator (ipg) directly around three weeks prior to the report. It was noted that the patient now had intermittent burning and aching at the site since then. The reporter noted that the patient had a burning sensation at the device pocket. The patient never turned the device off and was asked to turn the device off when the burning occurred to see if it helped alleviate the issue. It was noted that the patient had an appointment at the health care professional¿s clinic on (B)(6) 2014 to troubleshoot. It was further reported that on the day of follow up, the area was slightly bruised at the ipg pocket and some simple reprogramming was done. It was noted that as of the day of the report, the patient felt much better and had only experienced the burning/stinging sensation once since the day of follow up while before it was happening multiple times daily. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the battery had moved down out of the pocket and was on the patient¿s sciatic nerve. It was also suspected that the leads had pulled down as well. Actions required as a result of the event included reprogramming and impedance testing. The physician ordered an x-ray to determine if the device had moved and if intervention was required. The patient did report a fall but was not able to determine when. The patient¿s status at the time of report was alive with no injury. The patient experienced a burning sensation and less than 50 percent therapy relief at the device pocket and lead extension connection location. No further information was available at the time of report.